Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date: unknown. PMA/510(k) number. Manufacture date: unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported patient underwent initial left total hip arthroplasty on (B)(6) 2011. Patient underwent a closed reduction due to dislocation after a fall on an unknown date. Patient was revised on (B)(6) 2011 due to instability and dislocations. During the revision, all components were removed and replaced. Additional information received in operative notes reported that during the (B)(6) 2015 revision procedure, the removal of scar tissue, milky fluid, and well-fixed but retroverted cup were noted. The femoral head was removed and replaced with an active articulation bearing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported patient underwent initial left total hip arthroplasty on (B)(6) 2011. Patient underwent a closed reduction due to dislocation after a fall on an unknown date. Patient was revised on (B)(6) 2011 due to instability and dislocations. During the revision, all components were removed and replaced.